Event description:
Same case as MFR. Report # 3005099803-2008-00571. Same case as MFR. Report # 3005099803-2008-00672. It was reported that during a "stone retrieval" procedure, guide wire damage occurred. Following cannulation with a plastic cannula, the 0.035 jag precursor guide wire was inserted. Upon withdrawal, the guide wire encountered "severe" resistance while within the cannula. The physician applied force to the device and upon removal noted that the coating was "torn" at an unspecified location on the guide wire. It was also noted that the guide wire appeared to contain "deformation on the coating". It was believed that no coating remained inside the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The analysis confirms the reported complaint. The guide wire revealed 1cm of skived pebax coating hanging from distal tip. Event follow-up indicated that severe resistance was felt during extraction of the guide wire inside the cannula, and that another MFR's scope was used in conjunction with the guide wire. The directions for use (dfu) states: "do not use with metal tip catheter. Withdrawing the guide wire through a metal tip catheter may damage the surface of the guide wire". There was evidence that the pebax coating was removed by a sharp edge or instrument. The batch number is unknown, therefore, a review of the manufacturing record could not be performed. The root cause of the missing coating can be attributed to contact with another device.